Event description:
It was reported that while placing ports for a da vinci-assisted benign total hysterectomy, a 12mm airseal trocar was inserted at the midaxillary line on the patient's right side; the trocar injured the ascending colon. Bleeding was observed from the abdominal wall and the surgeon converted to open. The amount of blood lost is unknown, but no blood transfusions were administered. The intestinal injury was resolved while open via unknown means. The procedure was completed open without further complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).